Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified the unit had one preventive maintenance service within the past 12 months; with no indication the complaint was related to prior servicing. Visual inspection found no physical damage. Event log review confirmed the reported key stuck alarm; however, the issue could not be replicated during functional testing. The probable cause was determined to be an intermittent failure of the keypad or main board. No repair actions were specified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device experienced a key stuck upon power up. Reporter stated the event occurred while in use with patient use, and no patient harm was reported.